Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms, and a cartridge alarm 19 during basal delivery. Customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the customer had manual injections available to address the bg level, and as alternate insulin therapy. The customer reported having poor control over bg levels while on manual injections. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported issues.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified for the alarm 19. The occlusion alarm issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.